Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump passed dat test. No unexpected no delivery alarms noted. The insulin pump was received with the no delivery alarm functioning properly. The pump was properly connected to glucose sensor simulator. No suspend low sg noted. The pump was received with suspend low sg functioning properly. The pump was received with cracked reservoir tube lip, missing drive support sticker and minor scratches on lcd window.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 479 mg/dl, the customer current blood glucose was 179 mg/dl. The customer was hospitalized on at noon. The customer experienced symptoms such as vomiting. The customer was treated with admitted to the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.